Event description:
The user facility reported that their reliance synergy washer was leaking water. Approximately 10 gallons of water leaked onto the floor. No procedural delays or cancellations occurred. No injuries to hospital staff or patients were reported.

Manufacturer narrative:
A steris service technician arrived on site to inspect the unit and found the leak to be originating from the drying valve housing. Further inspection revealed a stainless steel 2" line hose, located between the drying valve housing and drying manifold assembly, had fallen off where the hose clamp is connected. The technician replaced the stainless steel line hose and reconnected the hose clamps. The unit was tested, confirmed operational and returned to service.